Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia bag was leaking from a small hole in the medication port. It was found after being compounded with gamunex and sitting in a refrigerator for storage. The solution was transferred to a new bag and used on the patient. There was no patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed by filling and hanging the bag, and no issues were noted. Under water pressure testing were performed, and no leaks were identified from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.